Manufacturer narrative:
Vyaire reference number: (B)(4) . At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer reported that battery may be not charged full and will also try to replace battery pack and main board. The customer reported that there was no patient harm or injury as the ventilator was changed.